Event description:
It was reported via repair work order that the stretcher had reduced braking force due to damaged casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.